Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap colectomy, an error 5 occurred when a nurse cleaned the blade. The blade was broken off when the nurse contacted with it. No pieces were left inside the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.